Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an out of range pacing impedance on the right atrial (ra) channel that resulted in a switch from bipolar to unipolar pacing/sensing. Some myopotentials were oversensed in unipolar mode, but the oversensing did not impact therapy availability. A request was made of boston scientific technical services (ts) to review the system. Ts provided trouble shooting suggestions. The trouble shooting was performed and the system was reprogrammed. The physician will continue monitoring the system. The ra lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.